Event description:
It was reported that the cable was faulty. Additional information has been requested.

Manufacturer narrative:
Additional information received on 19may2017: it was reported that the customer "placed it on after service ¿ read abnormally high - 299". There was no injury reported on the (B)(6) male patient. Type of surgery performed was "post craniotomy". The patient was heavily sedated in the ICU when the problem was discovered. Integra has completed their internal investigation on 19may2017. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: the camcabl cable tested within specification, no fault was found. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Service history was reviewed and no anomalies that could be associated with the complaint incident were observed. A minimum of 12 months¿ review of camcabl cable was completed in the complaint system using the following key words ¿could not duplicate¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 17-may-2016 to 17-may-2017. A total of 14 complaints were reviewed of which 2 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded the complaint incident is the 2nd identified complaint for the camcabl cable that could not be duplicated. Future complaints will be continued to be monitored and trended. The quantity of 2 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4). Conclusion: product was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed; camcabl cable tested within specifications, no fault was found.